Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with back-up alarm occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis o the returned cpu board shows that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.